Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was opened for use in an unknown procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the staff noticed that there was a break/bend in the fiber. The procedure was completed with another fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported.

Event description:
It was reported to boston scientific corporation on november 2, 2018 that a flexiva 200 tractip laser fiber was opened for use in an unknown procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the staff noticed that there was a break/bend in the fiber. The procedure was completed with another fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported.

Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broke. Investigation results the fiber was returned broken into three pieces. The first piece measured approximately 16.0 cm from the top of the connector to the break. The second piece measured approximately 290.5 cm from break to break. This piece was kinked. The third piece measured approximately 12.0 cm from the break and included the entire distal tip. Visual examination reveals that the exposed glass fiber tip measures approximately 3.5 mm and appears unused. Examination under magnification confirms that the tip is unused. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. A search of the complaint database confirmed that no other complaints exist for the specified batch.